Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, customer reverted to an alternate method of insulin therapy.